Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device had patient order was not crossing. User mentioned that it is crossing now, but the nurses cannot get to the station screen and cannot access the station. The technical support specialist dialed into the server and logged into health sight viewer, where the tss identified delays in orders. The tss restarted the external messaging service and ran server downtime queries, which showed no disconnected flag but indicated a growing backlog of unprocessed messages. To address this, the tss restarted the listener adapter and port sharing service. The tss then monitored the message queue until the backlog reduced to zero. Finally, the tss verified in health sight viewer that the delayed/down alerts for epic orders were cleared, confirming resolution of the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient order was not crossing. User mentioned that it was crossing then, but the nurses were not able to get to the station screen and cannot access the station. However, there were no delays or adverse events or injuries reported based on this event.